Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: no evidence of time and date resetting observed in pump histories. The pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 23 hours; when pump powered on it had maintained time and date. Pump opened and no damage found to the internal battery (bt1). There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the time and date of the pump was resetting. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.